Event description:
It was reported that on (B)(6) 2010, pulse generator battery voltage was 2.71 v with an estimated remaining longevity of 2-3 years. At interrogation on (B)(6) 2010, battery data was 2.76 v and 98.5 bpm with an estimated 0-0.25 years remaining longevity. Reinterrogating gave the same results. Battery impedance had increased from 4 kohms in (B)(6) 2010, to 27.9 kohms in (B)(6) 2010. The high battery impedance shortened estimated longevity, but would not affect device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.